Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the coring knife from the implant kit was blunt and the surgeon was unable to punch the heart muscle with it. The replacement stand-alone coring knife was opened. However, it was also found to be blunt. The surgeon then used scissors and a scalpel.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the surgeon mentioned that the coring knife felt blunt at the very beginning. There was no patient consequence or delay in surgery as a result of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), did not confirm a device-related issue that would have contributed to the reported event. Microscopic inspection of the coring knife was performed, and some areas of rust were observed along the blade edge, consistent with fluid contact during shipment back to abbott for evaluation. Additional microscopic inspection revealed that the blade edge had multiple imperfections, consisting of small voids, but the majority of blade appeared unremarkable. These imperfections appeared to have the potential to contribute to the reported cutting issue. A cut test was performed with the returned coring knife and a foam mat. The coring knife felt comparable to the same cut test performed with a test coring knife. The observed damage on the returned knife did result in added tactile feedback during the cut but no additional force or rotation of the knife was required to complete the cut. Review of manufacturing documentation found no deviations from manufacturing or quality specifications. In addition, a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures,¿ provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.